Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube was broken off at about 15 mm from the distal end. The broken section showed that it broke due to a bending load. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, the needle tube weakens and breaks when a straighten and bend force were applied to the needle tube repeatedly. However, the exact cause of the reported event could not be conclusively determined. The above device handling has warned in the instruction manual as follows. *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endobronchial ultrasonography, the subject device was used. The tip of the needle was broken off inside the lymph node and stayed in the patient. It was reported that first the needle was used to puncture lymph node 11l and then lymph node 4b where the tip of the needle broke off and was left in the patient. The following additional information about the patient was provided. There was no second procedure, because it was too risky to remove the needle in a surgical operation than leave it there. The patient had already some clips in the lung and there was no harm from keeping it there. There was no outcome, because there was no second procedure.